Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. The reported patient effect of ischemia is listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, three prostyle devices failed. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to 14f, and the procedure was completed. However, it was stated the fourth device failed as well. After the procedure, limb ischemia was observed, requiring a stent placement. It was suspected all of the prostyle devices cause or contributed to the limb ischemia. No additional information was provided.